Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of insulin overnight, disconnected from the ilet pump, delayed changing infusion supplies until the evening, and subsequently experienced hyperglycemia that triggered a 400 alert; tubing was tested and drops were observed, and the user reconnected and ate dinner. Symptoms included elevated blood glucose. Outcomes included stabilization of blood glucose following troubleshooting and education. Investigation included remote troubleshooting with tubing priming verification and recommendation to change the infusion site if glucose did not decline. Investigation of this case revealed no confirmed device malfunction, with the event consistent with insulin interruption due to pump disconnection and a potential infusion site issue that the user initially declined to replace. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.